Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a sensor error from an expired sensor. Blood glucose level at the time of the incident was 437 mg/dl. The customer's mother also reported that the customer had a high blood glucose level and ketones two days prior to the call. The sensor will not be replaced or returned for analysis.